Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure the patient started convulsing but vital signs were normal. Following this episode, the patient remained unconscious for 20 minutes with dilated pupils and lack of response to stimulus applied to the right side of the body. The physician suspected a stroke. There was no evidence of blood clots on pre-implant echocardiography tests. The patient did regain consciousness but was dizzy and unable to speak properly. The procedure was halted, all products were removed from the patient's body and the patient was transferred to the intensive care unit for observation. The patient remained hospitalized for 7 days for monitoring. There were no additional adverse effects observed. The patient has since been discharged.